Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient was pre-operative diagnosed with spinal fracture and underwent s2 sacral iliac trajectory with the torque multiplier. Intra-op, the tip of the screw driver broke. Tip of screw driver could not be recovered from the head of screw. Hence, the tip of the driver was left inside the patient and this did not impact the final tightening of the construct. No patient complications were reported.